Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that he had been experiencing high blood glucose even though he had raised the basal. Customer's blood glucose ranged from 100 mg/dl to 600 mg/dl, usually around 200 mg/dl to 300 mg/dl. Customer's blood glucose at time of call was 311 mg/dl. Customer treated his high blood glucose with bolus with the insulin pump. During troubleshooting, customer declined the high pressure test. Customer was assisted in performing the self test and the displacement test, both tests passed. After troubleshooting, customer was advised to contact their healthcare professionals in regards to his high blood glucose. Customer will not be returning the device for analysis.